Manufacturer narrative:
(B)(4). Examination and functional testing of the submitted patella drill clamp determined that the ball plunger was functional, however the connection was loose. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two attune patella drill clamp broke. This was out of an office set. Did not effect a surgery. Did not effect any patient. No pieces were left in a patient.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> examination and functional testing of the submitted patella drill clamp determined that the ball plunger was functional, however the connection was loose. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.